Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that bolt head broke off during case. Product evaluation and results: mics-209063, sn#: (B)(6), RMA#: 274670. Inspected per d06917 and determined failure of the following test step. Sec#: 7.1.4. Collar test. Disposition: rtv. Inspected by: (B)(6). Product history review: device history records indicate 25 devices were manufactured under lot: k08z7 and all 25 devices were accepted into final stock on 02/20/2017. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k08z7 shows 04 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc: 1414517 and CAPA: 1450904.

Event description:
Bolt head broke off during case. Case type: tka. Update: "no debris left in patient. No parts missing or disassembled."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bolt head broke off during case. Case type: tka. Update: "no debris left in patient. No parts missing or disassembled."